Event description:
Our affiliate is reporting what appears to be 2 re-surgeries for post -op versalok anchor pull outs. From what we can gather, a pt had a shoulder repair on an undetermined date, possibly in 2007. Subsequently, it was somehow determined that a versalok anchor had pulled free from the bone hole. A re-surgery was performed in 2007 and, we believe, that the original fixation device was removed from the body and another same type device, another versalok same lot, was used for remedy. Again, sometime subsequent to this re-surgery, it was somehow determined that this 2nd fixation device had pulled away from the bone and a re-surgery was had in 2008 to remedy this issue. At this point in time, this is all that we know, however, there is communication between mitek and it's affiliate towards clarity. The sequence of events and specific details are somewhat complicated by the fact that both parties, our affiliate and mitek, are trying to cross language barriers to clearly understand the reported issue. See also associated MDR 1221934-2008-00091.

Manufacturer narrative:
We are still trying to understand the details of the event, and, we are still gathering info. When all that can be had is had and digested, the results of our investigation will be the subject of a follow-up report.